Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon¿s experience with harmonic device? What anatomical structures were the harmonic used on during the original procedure? What heat management techniques were used throughout the original procedure? What segment of gi tract was resected during the original procedure? How was the device cleaned throughout the procedure? What power levels were being used during the original procedure? Were there any generator alert screens during the original procedure? How long after the initial procedure was post-op leak identified? Is the surgeon aware of the following statement from our instruction for use: ¿during and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue?¿ can a timeline of events be provided? What was the cause of the patient¿s death? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for deep infiltrative endometriosis with discoid resection of the colon. During the surgery, a harmonic and a circular stapler were used. Later, the patient was scheduled for emergency surgery due to an undetected leak in the sigmoid colon. They suffered cardiac arrest four times during the procedure, but still managed to survive. They died postoperatively. The cause of the leakage was attributed to a thermal lesion in the sigmoid colon that occurred during the manipulation and release of structures during the first surgery.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. Additional information was requested and the following was obtained: the sales rep was present in the first surgery that was programed and as part of an event. This surgery was completed successfully without any issues or complications. There were no generator alarms. The leak happened 2-3 days after the surgery. The surgeon found the burn that had not been seen during the first procedure and he thinks that it could have been caused by the harmonic. She said that surgeons have received training in harmonic and were aware that the device heats up in the distal part during activation.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2025. Additional information was obtained via the generator log: there were no significant thermal events associated with a device matching the device batch number provided. There was one har1136 device matching the batch number referenced. The device was from batch y7055d and serial # (B)(6). It was connected to the generator a total of 3 times due to some handswitch faults that were observed. A total of 104 activations were completed att tone was triggered several times. There were two activations with att tones for 1 second. That was the maximum time observed and is well within the normal reaction time for a surgeon. There were no activations where ctm activated. No long activations were observed. The maximum activation time observed was 7 seconds. No high energy activations were observed.